Event description:
During review of chest x-ray performed the previous evening, it was noted that the distal section of a midline/PICC catheter line had broken. A second chest x-ray confirmed the PICC line had broken with a portion of the line lodged in the right atrium and right ventricle. Infant transported to another facility to have broken piece removed. Procedure was successful and infant transported back to nicu to continue treatment.